Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facilities representative reported via intraocular lens (iol) reply card indicating that "couldn't get it to stay in; removed." Additional information received reported there was a rim tear at 5 pm and when the lens was inserted, the tear extended. A vitrectomy was performed. According to the surgeon, the performance of the device did not cause or contribute serious patient injury.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The file indicated that a vitrectomy was performed due to a rim tear occurred when lens was inserted and tear extended. According to the surgeon, the performance of the device did not cause or contribute serious patient injury. (B)(4).